Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter (B)(4) compared to an unknown laboratory method. At 3:21 pm the result from the meter was 4.9 inr. At 3:35 pm the result from the meter was 4.8 inr. The customer went to the emergency room an hour later and the result from the laboratory was 3.6 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer did not receive any treatment. There was no allegation of an adverse event. The customer has chronic anemia and had a hematocrit of 31.6 percent. The customer had started taking bumex and spironolactone two weeks prior. The customer had a cold and a cough a week prior. The customer is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, has had no changes in warfarin, no changes in diet, and no unusual bleeding or bruising. The affected products were requested for return. Replacement products were sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 25. - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The maximum difference between measurements was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.